Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/reported contacted lifescan in 2008 and alleged that the patient's one touch ultra2 meter was displaying the error 2 message. The medical affairs specialist (mas) called and spoke with the reporter on december 15, 2008 and obtained additional information. The reporter alleged that the issue first occurred on original date at 9:35 pm. She informed the mas that as a result of the reported issue, the patient took her usual dose of diabetes medication (metformin 500 mg). She also reported that 20 minutes after the product issue began, the patient allegedly experienced being shaky. She did not receive/require any medical attention and did not administer any self-treatment. She was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be incorrect (use error). The condition of the test strips was good. The alleged issue was resolved when a retest was performed. This complaint is being reported because the reporter claimed that the patient experienced a symptom suggestive of hypoglycemia after the reported issue began. The alleged issue was resolved with troubleshooting. The patient did not self-treat or require any medical attention. Replacement products were sent to the lay user/patient.